Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The standard preventive maintenance was performed on the device. During evaluation, the audible alarm speaker was found to be working, but sounded bad, and was replaced. This is being monitored for trends.

Event description:
The reporter sent the device in for preventive maintenance. There was no patient injury or treatment associated with this event. During the evaluation it was discovered that the alarm sounded bad.